Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new cgm sensor. The initial cgm reading was approximately 200 mg/dl. Shortly after, the patient took a shower. Following the shower, the cgm readings began to decrease rapidly, reaching 70 mg/dl. The patient did not verify these readings with a blood glucose meter. Concerned about the apparent drop, the patient consumed glucose tablets, apple juice, and a glucose drink. Despite these interventions, the cgm readings continued to decline, causing the patient to panic and seek emergency care. Upon arrival at the ER, a blood glucose fingerstick (bgfs) reading was 500 mg/dl, while the cgm displayed 53 mg/dl. The patient was treated with IV fluids and 4 units of insulin. He remained under observation for approximately 12 hours before being discharged. The sensor was removed upon returning home. No additional symptoms were reported other than anxiety related to the sudden cgm reading decrease. At the time of reporting, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.